Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of (246 mg/dl) the customer changed the cartridge and infusion set and took a bolus to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer stated to have started a new blood pressure medication which could have impacted bg's. It was indicated that the customer will contact the healthcare provider to discuss factors that may affect bg level.